Event description:
It was reported that the patient¿s left ventricular, (lv) epicardial lead was causing pocket stimulation. A new lv lead was attempted and not used due to unstable thresholds. It was determined that a smaller diameter lead would optimize threshold and stability. The epicardial lv lead will remain in use for three months and then be programmed off after the newly implanted lv lead is matured. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the full lead was returned. Analysis was performed and no anomalies were found. Concomitant product: 5076-52 lead implanted (B)(6) 2014. (B)(4).